Event description:
The initial attorney report alleged severe and permanent injuries, pain and suffering, defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2005: multiple recurrent ventral incisional hernia (with diastasis and chronic seroma). The previously placed mesh was left in position and a large mesh was placed over it. Md noted that cultures were taken of the seroma fluid which did not appear infected however, there was no culture report provided. On (B)(6) 2006: open repair of recurrent ventral hernia with partial explant of bard mesh. On (B)(6) 2006: repair recurrent incisional hernia with non-bard mesh and anchor suture fixation to symphysis pubis. On (B)(6) 2007: repair of recurrent ventral incisional hernia with composix kugel mesh. (Note: there was no indication that there were any issues related to this composix kugel mesh).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR base on the additional information received. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample has been returned for evaluation. Based on review of the information currently available, no connection could be made between the adverse patient outcome (recurrence and pain) and the davol product in question. If additional event and/or evaluation become available, a follow-up MDR will be submitted.